Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided, a supplemental emdr will be submitted. This emdr represents the bard ventralex device implanted on (B)(6) 2015 (device 1). There is no allegation related to the ventralight st (device 2). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2015 - the patient underwent surgery for implant of an unspecified bard/davol ventralex (device 1). On (B)(6) 2018 - the patient underwent surgery for implant of an unspecified bard/davol ventralight st mesh (device 2). As reported, the patient's attorney alleges a general claim related to the ventralex "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided: based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 2 years 9 months post implant of ventralex mesh, patient was diagnosed with abdominal pain, hernia recurrence and adhesions thereby underwent repair with mesh removal. The instructions-for-use supplied with the device lists pain, hernia recurrence and adhesions as possible complications. Note, the manufacturing date (15-jul-2014) is considered to be a best estimate. Updated fields: a2, a4, b3, b4, b5, b6, b7, d4 (product catalog no, corporate lot no, expiry date, UDI no), d.6b, e3, g1, g3, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2015 - the patient underwent surgery for implant of an unspecified bard/davol ventralex (device 1). (B)(6) 2018 - the patient underwent surgery for implant of an unspecified bard/davol ventralight st mesh (device 2). As reported, the patient's attorney alleges a general claim related to the ventralex "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information provided: (B)(6) 2015 - patient was diagnosed with incisional hernia repair thereby underwent open repair with implant of ventralex mesh (device #1). Per operative notes, ¿the hernia sac was entered. A ventralex mesh (device #1) was placed an sutured.¿ (B)(6) 2016 - patient was diagnosed with recurrent incisional hernia thereby underwent open repair with disk. Per operative notes, ¿the ventralex mesh (device #1) almost encompassed the whole of the previous defect and was solidly adhered to the fascia. Prolene sutures and individual fascia was used inferiorly to incorporate the mesh to the superior rim of the defect without tension.¿ (B)(6) 2018 - patient was diagnosed with abdominal pain, recurrent incisional hernia repair thereby underwent lysis of adhesions, laparoscopic repair with the implant of ventralight st mesh (device #2) and explant of ventralex mesh (device #1). Per operative notes, ¿the ventralex mesh (device #1) was herniated into the defect and a ptfe in the mesh component was taken out, lysis of adhesions removed through the mesh. A ventralight st mesh (device #2) was placed in the abdominal cavity, sutured and tacked in multiple layers.¿ attorney alleges that the patient had adhesions, mesh migration, pain and hernia recurrence. It is also alleged that the patient's first revision to repair recurrent incisional hernia at same location as prior implanted mesh was herniated into the recurrent hernial defect requiring surgical repair and removal of fragments of old mesh with some fragments left in place, failure of mesh to maintain hernia repair (x2).